Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported low back pain and bilateral gluteal pain. An "end of battery life" was reported. The patient was scheduled to undergo a left buttock generator replacement of a rechargeable generator on (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
The consumer reported that the patient's implantable neurostimulator (ins) had stopped working and they thought their battery was dead. The ins was not charging. The patient was not feeling stimulation. The patient tried to keep their ins charged up. The patient's indication for use was chronic low back pain. No symptoms, troubleshooting, or interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.